Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient presented with diffuse lamellar keratitis (dlk) post lasik. Topical steroid drops were increased and a steroid pack was prescribed. The surgeon lifted the flap and rinsed the corneal bed. Additional information has been received stating symptoms have resolved. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.